Manufacturer narrative:
Related MFR # 2916596-2022-14796. Voluntary mw number mw5114485 was received on 21mar2023. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed operation events and elevations in pump power that appeared consistent with ingestion of a material, such as thrombus, into the device; however, a specific cause could not be conclusively determined, as the pump was not returned for evaluation. Additionally, evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported events observed in the log file. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) and hematomas could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2022 through (B)(6) 2023. An acute increase in pump power was captured on 06jan2023. Decreased pulsatility index (pi) values were also observed at this time. Additionally, low speed operation events were captured during and just after the increase in pump power. Additional, transient increases in pump power and decreases in pi were observed between (B)(6) 2023 and (B)(6) 2023. Based on previous complaint experience, the observed behavior is potentially indicative of a material, such as thrombus, in contact with the spinning rotor, creating drag. No other atypical events or alarms were captured. Evaluation of the submitted x-ray images were unremarkable as they showed no obvious signs of potential driveline damage. Wire damage was unable to be confirmed through these images. A distal-end driveline replacement was performed on 09jan2023 under work order# (B)(4) and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The outer jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires under the microscope appeared unremarkable. The returned portion of the driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on the hm ii lvas, (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. Section 1, ¿introduction¿, of this IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of the hm ii lvas. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The external driveline repair was completed at the bedside on (B)(6) 2023. The flow and power spikes had continued since the time of the external driveline repair indicating that the repair did not resolve the issue. The cause of the increased flow and power were likely to be the short-to-shield event per abbott engineers. The patient continued to be monitored as an outpatient. On (B)(6) 2023, the patient presented to routine clinic visit and during the assessment, the patient was noted to have periods of power/flow elevations lasting for hours on (B)(6) 2023. Log files were submitted to identify patterns concerning pump clot. The patient was reported to not present any symptoms of pump clot such as changes in heart failure status or urine discoloration. Lab results indicated an elevated ldh but the patient was previously admitted with large intramuscular hematoma that could contributed to the ldh bump. With log files being within normal parameters, pump clot was ruled out. The cause of elevated power/flow was not identified and the patient was to continue with anti-coagulation and frequent lab work and clinic visits. The log file showed a driveline repair with pump stops and driveline faults. Since then, there were some elevated powers in 7-9 watts (w) range that was mainly noted on 16jan 2023, and these events were associated with transient pulsatility index events.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with generalized weakness/ fatigue, found to have urinary tract infection, and had supratherapeutic international normalized ratio (inr). They were also having hip tenderness to the right and was found to have hematomas with blood loss and a drop in hemoglobin/hematocrit (h/h). They received 1 unit of pack of red blood cells (prbcs) and 2.5 of vitamin k on (B)(6) 2022. Their inr in the morning of (B)(6) 2023 was 6.2 and their bleeding was resolved with the treatment. Log files were sent for analysis due to the patient having elevated powers and flow in the range of 8- 11 watts. Their lactate dehydrogenase (ldh) was 188, haptoglobin was 48. The log file data contained low speed events while connected to the ungrounded patient cable 0n (B)(6) 2023. The cause of the low speed and elevated powers/ flows remained unknown. On (B)(6) 2023, a distal end repair was performed per procedure and no further low speed events were noted. However, power and flow remained elevated. As of (B)(6) 2023, the patient remained hospitalized and was not a third exchange candidate and also did not wish to be exchanged again.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.